Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history record indicating that the product was released meeting finished product specifications. In addition, trending is performed on a regular basis as outlined in sop (B)(4): handling complaints to identify whether the trending has hit triggers that require additional investigation.

Manufacturer narrative:
The site indicated that the incident unit will be returning to the MFR for eval when add'l info pertinent to the incident presents itself, a f/u report will be submitted. (B)(4).

Event description:
Customer reported bravo capsule failed to attach. There was no harm to the pt or user.